Event description:
Report rec'd from (B)(6) stating that the device had difficulty attaching to the cutting bur. The device was not used in surgery. It is unknown if injury, surgical delay, or medical intervention occurred. There is no add'l info provided.

Manufacturer narrative:
The device has not been received by depuy synthes power tools. If add'l info becomes available, a supplemental report will be sent.